Manufacturer narrative:
A visual examination under magnification was performed. An oblique fracture pattern was found before where the shaft transitions from the hex portion of the driver to the round shaft portion of the driver. An oblique fracture pattern likely indicates a side loading (bending), which was applied to hex tip. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this driver break.

Event description:
During routine explantation of the plate and screws, the driver tip broke off and was stuck in the head of the screw. The tip of the driver could not be removed from the screw, so the implants could not be removed.